Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/23/2015. The fse found that the manual aspirate probe was remaining in the extended position during backwash. He replaced a non-functioning valve (lv17) resolving the issue. The fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 15ml from a coulter lh 500 hematology analyzer. The leak was not contained and there were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.